Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 280-300 (mg/dl). Reportedly, the customer miscalculated the carbohydrates from the recent meal. To address the bg level, the customer delivered a bolus with the pump, administered a manual injection, and consumed water. The customer changed all of the supplies on the pump prior to calling tandem technical support. After reloading the cartridge, the insulin gauge displayed an accurate fill estimate of over 60 units of insulin after loading a cartridge with 250 units of insulin, and the customer alleged that the fill estimate was inaccurate. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer acknowledged the information provided.